Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was unable test operating currents due to unresponsive act button. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed battery out limit during normal device use and had an unresponsive keypad. The caller stated that she was able to clear the alarm but was unable to proceed to the main menu. The customer's blood glucose was 212 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. She stated that she went to the hospital to get insulin but was not admitted or treated. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.